Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the intercostal artery using ruby coils. During the procedure, the physician attempted to place a ruby coil in the target vessel using a non-penumbra microcatheter. However, after several attempts, the ruby coil would not take its intended shape and, therefore, it was removed. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.